Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported a no shock delivered message while testing the internal paddles. There was no pt involvement.